Manufacturer narrative:
The customer reported complaint for the autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) was confirmed during archive review and functional testing. The root cause is due to a defective drive train motor likely due to a defective component. The reported complaint of the autopulse platform displayed user advisory "(ua) 19" (max applied load exceeded) error message was confirmed during archive review but not during the functional testing. The root cause for the user advisory (ua) 19 error was due to the load plate detecting too much weight being applied on the platform. The error message was cleared by the user and was not reproduced during functional testing. There was no physical damage observed on the returned autopulse platform during visual inspection. The platform passed the initial functional testing without any fault or error, however, during the run-in test, the platform stopped compressions due to user advisory (ua) 17 error message when the platform was tested with large resuscitation testing fixture, (lrtf) equivalent to the 270 pounds. Thus, confirming the customer complaint. A review of the archive data log file indicated the platform stopped compression multiple times due to user advisory (ua) 17. Based on the archive, the error messages only occurred on (B)(6) 2020. Thus, confirming the customer complaint. The defective drive train motor was replaced to remedy the user advisory (ua) 17 error message. Further review of the archive showed the platform was powered on to multiple user advisory (ua) 19 errors on (B)(6) 2020. Thus, confirming the customer complaint. The load plate has detected too much weight being applied (> 270 lbs /123kg). Max load sum exceeded 327 lbs. This indicates that the user advisory (ua) 19 error was triggered by something too stiff and heavy for the autopulse to handle. The error was cleared by restarting the platform. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (ua) 19 error message recorded in the archive data is easily clearable by the user. The user advisory (ua) 19 error message alerts the operator that the load plate has detected too much weight being applied. Also, user advisory (ua) 19 is a common error when the manikin gets "bouncy" during run-in testing. The user advisory (ua) 19 error message can be cleared by restarting the platform. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 280 lbs. With good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped compression and displayed user advisory (ua) 17 (max motor on time exceeded) and user advisory (ua) 19 (max applied load exceeded) error messages. The crew realigned the patient, as the "realign patient" message was displayed on the autopulse platform; however, the issue was not resolved. Immediately the crew reverted to manual CPR. No consequences or impact to patient.